Manufacturer narrative:
Investigation summary: it was reported the plunger was stuck. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no packaging flow wrap or tip cap. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force and the result was within specification. It could be possible that the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306575, lot number 0337044. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Silicone dispersion in the barrel is being monitored to provided consistency in our processes and products. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 10ml saline fill ce had a difficult to move plunger. The following information was provided by the initial reporter: "material no: 306575 batch no: 0337044. It was reported that the plunger was stuck. Event description per attached email states: date of incident (yyyy-mm-dd): (B)(6) 2021 level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: normal saline syringe plunger stucked. Manufacturer code/model: 306575 (we believe this is the product code, can you confirm using the lot number involved), serial or lot number: (B)(4), is device retained: yes, number of devices: 1, wipe, contained, labeled? Wiped, double-bagged, labelled.